Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an anterior/posterior repair on an unknown date and mesh was implanted. The patient experienced a mesh erosion into the vagina with bleeding and discharge. The patient underwent a another procedure for excision of the exposed mesh. No further information was provided.